Manufacturer narrative:
Concomitant devices: 5170410 02-010-01-0340 - logic femoral ps cem right sz 4. 5224379 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 5248762 201-78-15 - holding pin mini sharp point 4 pk. 5250901 201-78-81 - 3" trocar, mod. Hex 2pk. 5250904 201-78-81 - 3" trocar, mod. Hex 2pk. 793067 203-96-51 - stryker kms2212f.m62 90x13/22x1.19mm. 983497 203-96-52 - stryker kms2512.m62 90x25x1.19mm. The product associated with the reported event is within the scope of recall [enter recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4). It was reported via legal documentation that approximately 78 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.